Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available. Additional information has been requested.

Event description:
It was reported that a ventilator keyboard accept button was not functioning. There was no patient involvement.